Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) and leads removed in "2003 or 2004" due to an infection. It was stated the "unit was too big for their body" and "1 corner never healed properly." It was reported that "2 days before (B)(6)" a swab was done and it was determined the patient needed to have the device removed. The patient's health care provider (hcp) had the wound heal "from the inside out" and it took 4 months. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).